Event description:
A passeo-18 balloon catheter was selected for treatment of a mildly calcified lesion (80 percent stenosis degree) in the popliteal artery. While inflating the balloon inside the patient, the patient moved his knee and the balloon ruptured. Upon removing, the balloon fractured in two parts. All parts were removed from patients body.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The instrument was returned fractured in two parts. The distal fragment has a length of about 215 mm and the proximal fragment of about 821 mm. The balloon has burst in both transversal and longitudinal direction and has ruptured about 50 mm distal to the proximal balloon weld. The distal end of the balloon is crushed. Microscopic inspection revealed scratches on the balloon surface in close vicinity to the tearing edge. The inner shaft is elongated and constricted which implies application of a high tensile force. The inner shaft has fractured just distal to the proximal balloon weld. The inner shaft dimensions do not comply anymore with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The findings indicate that the balloon most likely burst due to anatomical/procedural factors. The instrument most likely fractured as a consequence during withdrawal due to tensile overload.